Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently to the hospital. It was discovered that the left common iliac artery had become aneurysmal causing a distal type I endoleak. Per the physician, the cause of the event could not be determined. An intervention was successfully completed where a 16x13x155 endurant stent graft was implanted. No additional clinical sequelae were reported and the patient will continue to be monitored by their physician.